Event description:
It was reported that the svc (superior vena cava) coil on the right ventricular (rv) lead had high impedances a while ago so it was programmed off. Now the other hv (high voltage) coil impedance has gone out of range. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407645, implantable pacing lead, implanted: (B)(6) 2012. (B)(4).